Event description:
It was reported that the right atrial (ra) lead was dislodged. The physician elected to explant the ra lead and implant a new lead to resolve the event. The patient was stable with no adverse consequences.